Event description:
It was initially reported that zimmer electric dermatome "did not have enough power." Additional clinical follow up received on (B)(6) 2011 indicated that the motor jammed suddenly during the procedure. The procedure was completed by using alternative techniques to complete the graft harvest since there was no alternate device available at the time. The alternate techniques used to complete the planned procedure were stated to have increased the surgical time for the patient under general anesthesia by a total of 1 hour. There was no harm, injury, or additional surgical intervention stated by the customer.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is one year old and the last repair was on (B)(4) 2011. The inspection determined the motor speed was out of specification low, testing was done with no load. The cause of the reported complaint was a failing handpiece motor. Clinical follow up indicated the motor jammed on the device while in use. It is possible, with the device under load (blade and width plate attached and applied to the skin), the device may have stopped running, as was indicated in cfu. The device was serviced and returned to the customer.